Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative condition was duplicated. The technician states that a ventilator inoperative error code was found in the device's error log relating to corrupt data. The technician notes that the system printed circuit assembly (pca) board has become corrupted. The system pca was replaced to resolve the issue. Additionally, the inline proximal filter was replaced due to dirt. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.